Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; cause was not known, and details and nature of hospitalization were not provided. Customer declined further troubleshooting for the issue with tandem technical support; therefore, no additional information was obtained.